Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing a 23 in, 6 mm infusion set, with glucose readings up to approximately 350 mg/dl and elevated levels lasting about three and a half hours; troubleshooting and education were provided, and the cause was unclear. Symptoms included hyperglycemia without ketones or other acute symptoms. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included review of the event details and user report. Investigation of this case revealed no confirmed device malfunction and no identifiable device component issue, and the rise in glucose was temporally associated with a recent infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.